Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach, there was high push force while advancing the valve and delivery system through the esheath. Prior to crossing the native valve, a piece of the valve stent was observed to be bent outward and was not aligned with the rest of the system. The valve got stuck just below the ¿carrefour¿. A balloon was inflated in the right common iliac artery and was used as an aid to successfully advance the valve through the sheath within the tortuous vasculature. The valve was inflated at the correct position with good results. After valve deployment, the bent strut was still present, however there was no patient injury. The patient outcome was good. The patient¿s access vessel minimum luminal diameter was 6mm, and was both tortuous and calcified. The esheath was damaged on the folding side. A ¿little hole¿ was present after removal. The difficulty was experienced when the delivery system was about 3/4 into the esheath. The vessel was not pre-dilated. A 6 mm balloon was inserted from the radial artery to dilate the esheath where the valve was blocked. As per medical opinion, the tortuosity of the vessel caused high push force while advancing the valve and delivery system through the esheath. The frame damaged was considered to be due to mechanical stress of the frame with the sheath and the vessels.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it was implanted in the patient. Fluoroscopy image was provided by the site and revealed one (1) strut bent outward on inflow side of the valve. DHR review did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaint for ¿frame ¿ damaged-during use¿ was confirmed from the evaluation of the imagery provided by the site. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, there was high push force while advancing the valve and delivery system through the esheath when the delivery system was about 3/4 into the into the esheath. Per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ the presence of tortuosity in access vessel can create a challenging pathway as it creates sub-optimal non-coaxial angles for delivery system advancement through the sheath requiring a high push force. It has been identified that high push force of commander delivery system with s3 ultra valve through esheath cause secondary failures such as valve frame damage. Per the report, the patient¿s access vessel was tortuous and calcified. As such, advancement of delivery system and valve may require high push, which led to the observed frame damage on the inflow side of the valve. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. The complaint for ¿frame ¿ damaged-during use¿ was confirmed. No manufacturing non-conformances were identified during the evaluation. Although a definitive root cause was unable to be determined, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment (pra) and CAPA was previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.